Event description:
The customer reported that the ventilator was alarming due to a high blower temperature occurrence. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement. A high blower temperature occurrence will result in a vent inop condition. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. The patient must be placed on another means of ventilatory support. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. Pse advised the biomedical engineer evaluate the blower or motor controller pcb board for replacement to address the reported problem. The biomedical engineer reported the blower and motor controller pcb board were replaced, and the reported problem resolved.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.